Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the ipg site. It was noted that the patient's ipg had shifted. The patient will undergo a revision procedure.